Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. Inflation and deflation tests were performed by applying air to the cuff. It was observed that the cuff immediately deflated. The sample was submerged into a container filled with water and it was observed that the cuff leaked air though a small cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. Cuts of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
It was reported that a patient was intubated with a shiley tracheostomy tube in the operating room (or), and became restless and choking on secretions. Upon noticing that the patient was not comfortable with the airway device, the staff removed it from the patient, and re-intubated with another identical device. During inspection of the removed tube, the staff noticed holes in the pilot balloon. There is no information regarding the device being pre-tested, and no patient anomalies were noted. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was received by covidien on 01/15/2015. However, the investigation has not yet begun.